Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 476mg/dl. The customer stated that he woke up in the morning feeling sick and had burning sensation in the upper extremities. The paramedics were called at his work place and the customer was taken to the hospital. The customer was experiencing unexplained high blood glucose for the past twenty four hours. The customer's most recent glucose reading was 169mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the insulin pump alarmed motor error. Ran a displacement and self test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.